Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was incorrect. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the light guide connector on the telescope, 12°, 4 mm detached during the procedure. The procedure was completed and there were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the light guide connector was detached and damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.